Event description:
It was reported, the camera head was not working, there was an image problem. The issue occurred during an unknown procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that no image displayed on the monitor was due to kinks in cable. The probable cause is traced to a component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head was not working, there was an image problem. The issue occurred during an unknown procedure and was completed using a similar device. There were no reports of patient harm.